Event description:
It was reported that during a whipple procedure, upon firing the device, only one formed staple line was present after the device was removed from tissue. There were no other staple lines present. This is all the information at this time. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. Was buttressing material utilized? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Only one of six lines produced. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes. Only one line. Is a pathology specimen available? No. How long has the surgeon been using this device for this procedure? Many years. Was there a recent conversion to ees devices in this account or with this surgeon? No.